Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic1001) was sent back for further investigation. The console was tested thoroughly on an engineering lab bench. As received, the stepper motor spindle was freely moving (not sticking irregularly) which would have explained the clicking sound heard in the clinical setting. The root cause of the purge system failure was most likely due to a defective cassette (demo product). No problem was found with the console ic1001. This report is being filed as part of a retrospective review of historical records.